Event description:
A customer reported that unexpected negative reactivity was obtained in the antibody screening assay when testing was performed on the galileo echo instrument ((B)(4)).

Manufacturer narrative:
An immucor technical support specialist reviewed the image result files for the antibody screening assay. Negative results were obtained for all three screening cells. Visually, cells 1 and 3 appeared weak positive. Cell 2 appeared negative as reported by the echo. The customer was made aware that negative antibody screening and identification results on the echo are to be visually inspected prior to release of results. This issue was communicated to customers in technical communication (B)(4) on (B)(4), 2009.